Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-10s insert, the insert overheats; no injury resulted.

Manufacturer narrative:
Two inserts were returned for evaluation. The first insert met specification. The second insert was leaking in the hp sealing o-ring area and does not meet specification. Both inserts are beyond useful life. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.